Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. The meter's readings were downloaded on the glucofacts deluxe which ranged from 18-feb-2019 to 27-may-2020, indicating that the time/date of the meter was erroneously set to the future. The time and date were corrected on the meter. The customer service mode showed no anomalies. In-house control tests were run using the returned meter with in-house contour next control solution and contour next test strips, which gave satisfactory performance. All readings obtained during in-house testing were properly stored in the meter's memory.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that his blood glucose readings were not being stored in the memory of the contour next ez meter. During the call, upon the customer service agent's request, the customer performed a blood glucose test on his meter and the reading was properly stored in the meter's memory. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A replacement meter kit was sent to the customer.